Manufacturer narrative:
Film evaluation summary: the cause of the proximal type I endoleak reported after implant of the stent graft system and 10 endoanchors could not be determined from the pre-implant films provided. Films during and post-implant were not available for review. A pre-implant 3d-CT film report revealed that the patient¿s proximal neck was moderately angulated (approximately 60° rt-lt) and extensively calcified. The neck diameter ranged in diameter from 24 ¿ 22mm along the proximal 10mm length, and at the distal end of the 2cm neck measured 26mm in diameter. It is possible that implanting within the calcified and angulated neck may have contributed to the proximal type I endoleak. It is also possible that stent graft oversizing, implanting a 32mm bifurcate into a 22 ¿ 24mm proximal neck, may have also contributed to the type ia endoleak. Patient anatomy may have also been a contributing factor of the persistent endoleak seen after implanting the endoanchors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that, during the index procedure, the stent graft was implanted without complication. The final angiogram showed a proximal type I endoleak. Re-ballooning was performed but the endoleak persisted. The stent graft was implant just distal to the lowest renal so there was no additional neck available. The physician opted to implant heli-fx endoanchors. Ten endoanchors were implanted but the type ia endoleak persisted. The physician decided to end the procedure and evaluate after the anti-coagulation was reversed. It was noted that the patient would not have any intervention. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the films provided. A previously reviewed pre-implant 3d-CT film report showed that the patient¿s proximal neck was moderately angulated (~60° rt-lt) and extensively calcified. CT¿s from 6 weeks post-implant revealed that an endurant iis stent graft system had been implanted into the short, calcified, and angulated proximal neck. The bifurcate od measured ~22mm just below the left renal, 10mm lower near the bottom of the neck measured 25mm in diameter, and the aortic body and infrarenal neck were angulated ~70° maximum relative to the distal aorta. The max aaa diameter measured 52mm and contrast was seen outside the stent graft. The proximal extent of the contrast was seen along the right/outer curvature of the bifurcate near the top of the sac, and appeared to be a proximal type I endoleak. The contained contrast stream tracked along the right and posterior wall of the aaa, and appeared continuous as a possible type ii lumbar endoleak. It is possible that the proximal type I endoleak was due to implanting within the calcified and angulated neck. It is also possible that stent graft oversizing, implanting a 32mm bifurcate into a 22 ¿ 24mm proximal neck, may have also contributed to the type ia endoleak. The possible type ii is patient anatomy related. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician commented that it was still and issue. It was also noted that follow up scans appeared to show a persistent type ia endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.